Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection revealed evidence of clinical use. The results of the test performed in the investigation determined that the reported event was confirmed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are: excess force applied to distal end of device . Attempting to grasp excess amounts of tissue . The instructions for use (IFU) state: for some clamping instruments, the jaws can be clamped or locked onto tissue using the ratchet on/off switch on the handle. Manipulate the instrument so that the desired tissue is between the jaws or blades of the instruments and press the on position. Do not rotate the ratchet switch. Compress the handles until the jaws are in the desired position. The jaws can be closed or tightened further by compressing the handles again, but the jaws cannot be opened or loosened while the ratchet switch is in the on position. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the endo clinch jaw hinge broke and a piece of metal fell into the patient during the procedure. An x-ray machine was used to locate the piece and therefore additional anesthesia was required. It was confirmed that the piece was removed from the body. These are commonly used devices that are readily available.